Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy and declined a follow up from tandem technical support.